Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that the unspecified bd syringe experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. Description of issue: customer reported that when she tried to remove the air bubbles from the syringe by pushing up the plunger, most of the insulin from the syringe splattered all over her. Number of occurrences: 1. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Item number: customer could not verify. Product lot number: customer could not verify. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: customer threw away all return products. No further distributor follow up is required.